Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va14dud, implanted: (B)(6) 2016, product type: lead. Reference mfg report: 3004209178-2016-09526. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional (hcp) via the manufacturers¿ representative (rep) reported that the amplitude was increased to feel stim between 4-5v. It was noted that a fall may have led or contributed to the issue; her benefits decreased after a fall. There were impedance issues >4000 ohms. The system was explanted and replaced. After the explant, a new lead was placed and there were still impedance issues. After multiple attempts, a replacement battery was opened and there were still open impedances. They placed a second replacement lead and connected to the new battery. They still got open impedances >4k on 0/1 but the rest where within normal limits. They wiped and re-inserted the lead x8 times. The patient had great motor response under 2v at 1.7v so the left it. She was programmed and she was going great, feeling all 4 electrodes under 2v. Further information indicated the patient was in the operating room for lead revision due to a loss of benefit.

Event description:
Additional information was received from a patient. It was reported that prior to the replacement/revision surgery previously reported, the patient had called their healthcare provider (hcp) office and the nurse suggested they come in and made an appointment. Then the nurse suggested they call a manufacturer representative (rep), which they did, and the rep stated they would work through the programs until they found one that worked for them. The patient tried to call back and did not receive a response. The patient met with the rep and told them they had gone through all four programs and had dialed it up to 4.5, which they felt was too high and noted they did not know how high was too high. The rep set four new programs, told the patient to try them and then call them back in a week. The programs didn't work and the patient had a death in the family and had to live on diarrhea medication all week to get through. The following week them had four medical appointments. The patient noted it wouldn't do any good to change programs at that time, so when some normalcy returned, they changed the programs and went through all four again. They were on a strength of 5.2, the therapy wasn't working, and they didn't know if they should go higher or not. The nurse told the patient that a lot of people were in the 2.0 range so that made them feel like anything above that might be too high. The patient mentioned that when they first had this done the hcp made them take diarrhea medication morning and night, so they thought the implant was working. When they stopped taking it the patient realized that the implant was not working. The patient spoke to the rep, and was advised to call the hcp and schedule an appointment to discuss having another lead put in the other side. The appointment was scheduled for monday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.